Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter confirmed that nothing pieces of the device were left in the patient. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a primary total knee replacement surgical procedure, it was discovered that a couple of the metal balls broke inside the battery oscillator device for the saw blade device. It was further clarified that the metal balls which formed part of the handpiece device where the saw blade device attached to the handpiece fell off and came apart. According to the reporter, the scrub nurse believed that all of the bits were retrieved from inside the patient, but they could not be certain. There was a ten minute delay to the surgical procedure. The reporter stated that a spare device was used to complete the surgery successfully and no other medical intervention was required. There was patient involvement reported. It was reported that there was no allegation of malfunction against the saw blade device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the four pins of the base plate were broken. It was further observed that the adhesive connection between the straining ring (50143807) and the oscillating head base coupling (60075879) was not strong. It was determined that although the connection was not strong enough anymore, the parts did not come apart. It was identified that this issue was related to a product design issue. It was further observed the coupling tool side was out of specification and the locking knob was loose. Therefore, the reported condition was confirmed. The assignable root cause was not determined. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.